Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated that the lead was explanted and replaced, rather than repositioned. The patient was stable following the procedure.

Manufacturer narrative:
As received, a complete lead was returned with its helix extended and within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The reported events of dislodgement, decreased sensing threshold, and noise were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there was a decreased sensing threshold and noise resulting in oversensing noted on the right ventricular (rv) lead due to lead dislodgement. The lead was repositioned to resolve the event, and the patient was stable with no consequences.